Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2012. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to an unknown reason. During the procedure, the stem was removed and replaced. It was further reported that patient underwent a revision procedure on (B)(6) 2014 due to patient request to be converted from a fused knee. During the procedure, the screw set was missing. Additionally, the taper adapter would not separate from the oss stem resulting in a delay greater than 30 minutes. The procedure was completed by utilizing a high speed burr to separate the components. A review of the invoice history confirmed the surgery dates and which components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06468 and 06469).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and product identification, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2012. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to an unknown reason. During the procedure, the stem was removed and replaced. It was further reported that patient underwent a revision procedure on (B)(6) 2014 due to patient request to be converted from a fused knee. During the procedure, the screw set was missing. Additionally, the tapers of the nail components would not separate from the oss stem resulting in a delay greater than 30 minutes. The procedure was completed by utilizing a high speed burr to separate the components. A review of the invoice history confirmed the surgery dates and which components were removed and replaced.